Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. The operator performed functional testing and visually inspected the pump. The customer's reported problem was confirmed. The pump was found to be displaying "1861" error code message on power up when batteries are inserted during the investigation. It's recommend the motor to be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 1861. No adverse effects were reported.